Event description:
Boston scientific received information that this right ventricular lead was repositioned a few days after implant after loss of capture was noted. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.